Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Event description:
It was reported that during the implant procedure, there was high thresholds and no capture on the lead. Several lead positions were tried with no decrease in threshold. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.